Event description:
Patient reported receiving an e8 (power interrupt) during an insulin cartridge change. Patient stated he changed the battery and the infusion set, but was unable to confirm the alarm by using any of the buttons on the infusion device. Patient reported he was not able to confirm the e8 error message. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.